Event description:
A home patient (hp) contacted global technical services (gts) requesting assistance to start over with a new set up on the homechoice (hc) unit. The hp stated, he was not connected. The hp further stated, he accidentally unspiked a supply bag and needed to discard the set up to start over. The hp stated, he had cycled power off. The technical service representative (tsr) assisted the hp to cycle power on and close all clamps. The tsr instructed the hp to press go and at "load set" the hp confirmed he was able to open door to remove cassette. The hp confirmed he would start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the issue was use error. The patient stated he accidently unspiked a supply bag. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.